Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air from the cartridge. Tandem technical supported educated the customer to complete cartridge air removal steps prior to filling the cartridge. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.